Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed. Draeger has been attempting to gain access to the unit involved in this incident for investigation however we have.

Event description:
A complaint was received on october 10th, 2015 that the device (c2000 incubator) could not perform the humidification properly and this event occurred on (B)(6) 2015. Sales representative in draeger (B)(4) got a phone call from a biomed (mr. (B)(4).

Manufacturer narrative:
Draeger medical (B)(4) received a call (B)(6) 2015 regarding a c2000 incubator where it was alleged the humidity module did not functioned properly. The hospital claimed the patient status was aggravated due to lack of humidification and incubation.

Event description:
A complaint was received on (B)(6) 2015 that the device (c2000 incubator) could not perform the humidification properly and this event occurred on (B)(6) 2015. Sales representative in draeger (B)(4) got a phone call from a biomed (mr. (B)(6)).